Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 889-28, lot# v906983, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that the patient had leakage and a poking sensation on their right labia area which started about six months prior to report. The patient noted that they had a loss of therapeutic effect and pain at their implant site. The patient also stated that they had a car accident on (B)(6) 2014 but they did CT scans and everything was ok and they did not have a loss of therapy from the car accident. The patient had not had any falls in the past 6 months however they thought they had an MRI done forgetting having their implant. The patient clarified that the MRI was actually CT scans. The patient said the CT scan was showing something on the chest but it was not related to the device and it was showing a device there but that was about it. The patient stated that the stimulation started hurting. The patient¿s device was implanted on their left buttock and went to the right side and they felt like a stick poking on the right labia. The patient hurt when lying down or standing up and it was very painful. The patient had the poking sensation when it was on but they had turned it down and the poking sensation had gone away. The patient could not lie on their back and it hurt to sit on it. The patient saw their doctor the week prior to report and they gave the patient two tests and they were ¿showing coughing leaking.¿ the patient stated that their stimulator still worked but then they got the poking sensation and they weren¿t sure if it was six months ago but it had been awhile. The patient stated that it was very painful, like someone putting a huge needle through it. The patient turned their stimulation down about four weeks prior to report. The patient went in and they brought it down to where it didn¿t work at all however it wasn¿t working where it was. The patient thought that maybe it was up too high, so they were going to lower it. The patient made an appointment before they turned it down and that solved that but they were still leaking and went back to where she was. It was later reported that the patient¿s pain at the implantable neurostimulator (ins) location started two or three months prior to report. The patient thought that maybe it dislodged and was coming out, but they just had been hurting while sitting or lying on the device itself. The doctor wanted the patient to try turning it back up a little bit in a different program to see if that would help with the poking and incontinence, but the patient was unable to adjust as they couldn¿t get the programmer to work. The patient put new batteries in the programmer and they were assisted with switching programs. During the report, it was found that the patient had their system off however they turned it back on. The patient¿s stimulation was set on program 3 at 1.0 volts. The patient noted that their implant had not been checked since it was implanted and that is why they had an appointment scheduled for (B)(6) 2014. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.